Event description:
Reportedly, when the device was interrogated on (B)(6) 2014, a message showing ¿no data¿ was displayed on aida (device memories) screen at arrhythmias section. However, when follow-up data were printed out, some episodes recorded since last follow-up were printed out. After ending this session, patient file saved in the programmer was opened and recorded episodes were displayed at this time. An analysis is requested.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, when the device was interrogated on (B)(6) 2014, a message showing "no data" was displayed on aida (device memories) screen at arrhythmias section. However, when follow-up data were printed out, some episodes recorded since last follow-up were printed out. After ending this session, patient file saved in the programmer was opened and recorded episodes were displayed at this time. An analysis is requested.